Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr.(B)(6) provided notification that the silent nite device was broken where the connector bands attach. A new device was ordered. Additional information received reported that the 29-year-old, female patient did not suffer any injury or adverse outcome. The reported issue occurred on (B)(6) 2026 but it is unknown if the patient was sleeping with the device when the event occurred and when the patient stopped using the device. It was reported that because the buttons broke, the patient probably could not continue to use the device.